Event description:
It was reported that during a device change out, externalized conductors and decreased impedance were observed. The lead was explanted and replaced without adverse consequences to the patient.

Manufacturer narrative:
External insulation abrasion was noted at 18.4-18.7cm from the connector pin, consistent with lead friction to the ICD can. External and internal insulation abrasion was noted at 16.4-16.6cm from the lead tip. Internal insulation abrasion was noted at 7.2-7.5cm from the lead tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 20.5-21.6cm from the connector pin, consistent with lead friction to the ICD can. The sensing conductor was fractured at this location. External and internal insulation abrasion was noted at 9.5-11.0cm from the lead tip. The etfe coating was abraded at 9.6cm from the lead tip. External insulation abrasion was noted at 7.5cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil exposed at this location. This is consistent with the observation from the field of a decrease in lead impedance.